Event description:
It was reported that the lead exhibited noise on both farfield and nearfield egms. A small amount of noise could be reproduced during the follow-up. No obvious problems were seen on x-ray. The patient was a child who had grown quite a bit in the previous 18 months.

Manufacturer narrative:
Analysis found an insulation abrasion to the is-1 connector leg at 7 cm from the connector end, exposing the is-1 proximal coil. The location of the abrasion is consistent with that of friction with the ICD can. This abrasion could cause the noise observed in the field. Further examination revealed an abrasion at 50 cm from the connector end. No metal cable exposure was noted at this location.